Event description:
It was reported that a note on the patient¿s referral stated, ¿malfunction neuro device.¿ the patient also was having an MRI because of left leg numbness when the patient sat down. The healthcare professional (hcp) questioned if this was possibly catheter-related. The reporter was unaware of details of device/therapy. Per the manufacturer's device registry, the system was explanted (B)(6) 2015. There was no information as to why the system was explanted. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. (B)(4).